Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation/migration') and fallopian tube perforation ('fallopian tube perforation') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding") and mental disorder ("psych injury"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation and mental disorder outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered fallopian tube perforation, genital haemorrhage, mental disorder, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: patient received treatment for abnormal bleeding, uterus perforation/migration,fallopian tube perforation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received: previously reported event "injury to herself" updated to "pain", events- "abnormal bleeding,psych injury,uterus perforation/migration,fallopian tube perforation" added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation / migration'), fallopian tube perforation ('fallopian tube perforation') and embedded device ('there is a metallic coil embedded in the lower uterine segment of the specimen, consistent with an essure coil.') In an adult female patient who had essure (ess205) (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy on 19-dec-2018, menorrhagia, uterine bleeding, gravida ii, parity 2, gravida, nabothian cyst, paraovarian cyst, laryngitis, adenomyosis, spotting vaginal, female condom and uterine fibroid. Previously administered products included for an unreported indication: ibuprofen. On 1-jan-2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), mental disorder ("psych injury") and device expulsion ("right essure coil appeared to be in the endometrial cavity"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, mental disorder and device expulsion outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device expulsion, embedded device, fallopian tube perforation, genital haemorrhage, mental disorder, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date as per mr is 13oct2010 there were several coils seen protruding from each tubal ostia. Patient received treatment for abnormal bleeding,uterus perforation / migration,fallopian tube perforation diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - (B)(6) 2018: essure coil appearing to be in the endometrial cavity in the lower uterine segment.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of ptc we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation / migration'), fallopian tube perforation ('fallopian tube perforation') and embedded device ('there is a metallic coil embedded in the lower uterine segment of the specimen, consistent with an essure coil.') In an adult female patient who had essure (ess205) (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy on (B)(6) 2018, menorrhagia, uterine bleeding, multigravida, parity 2, vaginal delivery, nabothian cyst, paraovarian cyst, laryngitis, adenomyosis, spotting vaginal, female condom and uterine fibroid. Previously administered products included for an unreported indication: ibuprofen. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), mental disorder ("psych injury") and device dislocation ("right essure coil appeared to be in the endometrial cavity"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, mental disorder and device dislocation outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device dislocation, embedded device, fallopian tube perforation, genital haemorrhage, mental disorder, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2010 there were several coils seen protruding from each tubal ostia. Patient received treatment for abnormal bleeding,uterus perforation / migration,fallopian tube perforation diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: essure coil appearing to be in the endometrial cavity in the lower uterine segment.. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received: event there is a metallic coil embedded in the lower uterine segment of the specimen, consistent with an essure coil added and made medically significant and intervention required due to surgery. Reporter, lot number, medical history, rcc and lab test added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus perforation / migration'), fallopian tube perforation ('fallopian tube perforation') and embedded device ('there is a metallic coil embedded in the lower uterine segment of the specimen, consistent with an essure coil.') In an adult female patient who had essure (ess205) (batch no. 675112) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included endometrial biopsy on (B)(6) 2018, menorrhagia, uterine bleeding, gravida ii, parity 2, gravida, nabothian cyst, paraovarian cyst, laryngitis, adenomyosis, spotting vaginal, female condom and uterine fibroid. Previously administered products included for an unreported indication: ibuprofen. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding"), mental disorder ("psych injury") and device expulsion ("right essure coil appeared to be in the endometrial cavity"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy and laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, fallopian tube perforation, embedded device, mental disorder and device expulsion outcome was unknown and the pelvic pain and genital haemorrhage had resolved. The reporter considered device expulsion, embedded device, fallopian tube perforation, genital haemorrhage, mental disorder, pelvic pain and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted: essure insertion date as per mr is (B)(6) 2010 there were several coils seen protruding from each tubal ostia. Patient received treatment for abnormal bleeding,uterus perforation / migration,fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound pelvis - on (B)(6) 2018: essure coil appearing to be in the endometrial cavity in the lower uterine segment.. Amendment: the report was amended for the following reason: coding correction performed: pt ¿device dislocation¿ was recoded to the medra llt: ¿partial expulsion of device¿. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.